Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified error e315. The image occasionally becomes noised, and the air valve is dirty there was no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint for error e315. And the image occasionally becomes noised is traced to component failure, likely due to stress of repeated use, external factors, or handling. Based on the results of the investigation the air valve is dirty is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.